Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an elevated blood glucose (bg) level, value was not provided. Cause was unknown. Customer does not recall treated received. Reportedly, the customer lost consciousness, experienced a heart attack and kidney failure. Customer was discharged on (B)(6) 2025 with the issue resolved and unspecified kidney damage. Customer reverted to an alternate method of insulin.